Event description:
The customer called stating he was getting high blood glucose readings on the contour. He ran a blood test on one contour meter and the reading was 138mg/dl. During the call he retested on another contour meter and the reading was 78mg/dl. The differences between readings fall in the "c" zone of the consensus error grid, making the differences clinically significant. There was no allegation of an adverse event. The test strips are expected to be returned for evaluation. New meter and strips were sent to the customer.